Manufacturer narrative:
It was reported that during the set-up of an unidentified procedure, foreign particulate was found on a lap sponge and inside of a pitcher. Reportedly, the unidentified procedure was cancelled and the patient was required to return to have it completed. After multiple good-faith attempts, the facility contact remains unable or unwilling to provide additional patient, product, or procedural information. The manufacturer received the reported particulate taped onto a sticky note. Neither the lap sponge nor the pitcher were returned to the manufacturer for evaluation. Without a physical sample the manufacturer could not confirm the particulate or its location within the reported pack. A root cause could not be determined. No serious injury, impact to the patient's stability and plan of care, or follow-up care was reported. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during the set-up of an unidentified procedure, foreign particulate was found on a lap sponge and inside of a pitcher. Reportedly, the unidentified procedure was cancelled and the patient was required to return to have it completed.